Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, deformation, creases fold, and cloudiness in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: gel bleed and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "gel bleed" and capsular contracture, baker grade unknown. Healthcare professional also reported "pulmonary embolism"; this is not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of gel bleed and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.